Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode in primary sensing vector due to oversensing of noise while the patient was performing physical activity. The patient was brought into the clinic where secondary and alternate both showed mechanical noise. A chest x-ray was taken and boston scientific technical services (ts) was consulted for review. Upon review of the episodes ts noted that the noise in secondary and alternate vectors indicate a potential electrode fracture close to pocket area. The x-rays showed no macroscopic damage to the electrode body. However, close proximity with device at the pocket area. Ts reiterated that the noise with signal saturation in secondary vector appears pointing to an integrity issue situation. The patient was admitted to the hospital and therapy was programmed off in the s-ICD. A revision procedure was planned, but not yet scheduled. The electrode remains in service and no additional adverse patient effects were reported.